Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 06/03/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch vita enhanced meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue with the meter started at ¿8:37 pm¿ on an unknown date. He indicated that the patient had obtained a blood glucose result of ¿262 mg/dl¿ at 7:00 pm that evening and, as a result, the patient¿s husband had then administered injections of 8 units of lantus insulin and 7 units of apidra insulin. The reporter also alleged, at times unknown, the patient¿s limbs were stiff (¿stretched¿) and she ¿started to dribble¿ and blood glucose results of ¿151 mg/dl¿ and ¿76 mg/dl¿ were obtained on the subject meter at 8.37 pm and 8.45 pm, respectively. Based on statistical methodology, the difference between these results falls outside lfs¿ criteria for precision. As a result of the symptoms she experienced, the reporter alleged that the patient¿s husband administered ¿orange juice and sugar¿ at 8.45 pm. The reporter also alleged that the patient¿s husband had called the emergency services (firefighter and nurse) and that blood glucose results of ¿96 and 76 mg/dl¿ were obtained on the ems meter. The reporter did ¿not know the time of these tests¿ and no additional medical intervention was specified. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The reporter did not have control solution available with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurately erratic readings on the subject meter, her husband administered treatment based on the alleged results and the patient reportedly developed symptoms and was treated for symptoms suggestive of severe hypoglycemia after the alleged meter issue began.